Manufacturer narrative:
Zimmer biomet complaint number (B)(4) the following fields have been updated: a1: patient identifier unknown b4: date of this report b5: describe event or problem g3: date received by manufacturer g6: type of report h1: type of reportable event h2: follow up type h3: device evaluated by manufacturer h6: adverse event problem h10: additional narrative one heal collar 4.5x4.5, 5mm (hc445) was returned for investigation. Visual evaluation of the as returned product identified that the threads were damaged. Functional testing was performed and the device failed to function properly as the threads were damaged. Device history record (DHR) review for the lot (2019030803) had revealed no deviations nor non-conformances which could have caused or contributed to the reported event. All products were conforming at the time they left zimmer biomet. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number (2019030803) for similar events (complaint category keywords: does not seat) and no other complaint was identified. Therefore, based on the available information and functional testing, device malfunction did occur and the reported event was confirmed.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint (B)(4). Age: not provided. Patient weight: not provided.

Event description:
It was reported that healing abutment was unable to be screwed. No impact to the patient reported.